Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a cable with compromised insulation. Observed in sterilization, with 4x magnification per the instructions for use (IFU). 2 lives used. There was no report of any issues with the instrument the last time it was used. There was no report of patient involvement. Intuitive followed up with the initial reporter and obtained the following additional information: the insulation over the conductor wire was compromised, exposing the wire below. The cable was intact, and there was no report of loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation damage that could be observed with 4x magnification. It is unclear if the instrument is safe to use for future cases, and if there are any cables visibly protruding from the distal end of the instrument. No fragment at the tip of the instrument fell off, and there was no additional port made to remove the instrument and cannula together.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the amplification pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passes an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The probable root cause is attributed to mechanical impact such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.